Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped suddenly from 40% to 2%. The customer¿s blood glucose (bg) level was 160s (mg/dl). The contact stated this bg level was elevated for the customer and a bolus via the pump was delivered. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.